Event description:
It was reported that shaft break occurred. A 15mm x 3.50mm nc quantum apex balloon catheter was advanced for dilation. However, it was noted that the shaft of the balloon broke or cracked while inserting into the sheath. The balloon was removed and completed the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 65.1cm from the strain relief. The separated ends were jagged and ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded.

Event description:
It was reported that shaft break occurred. A 15mm x 3.50mm nc quantum apex balloon catheter was advanced for dilation. However, it was noted that the shaft of the balloon broke or cracked while inserting into the sheath. The balloon was removed and completed the procedure was completed with a different device. There were no patient complications reported.